Manufacturer narrative:
Combination product: yes.

Event description:
Noise seen on atrial and rv channel starting around oct 30th on hmsc. Inappropriate non-sustained vt episodes detected due to noise. Lead will be evaluated in person and remains implanted.

Manufacturer narrative:
Combination product: yes, the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2025. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Noise seen on atrial and rv channel starting around (B)(6) on hmsc. Inappropriate non-sustained vt episodes detected due to noise. Lead will be evaluated in person and remains implanted.